Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had a cracked screen while the device continued to function and deliver therapy without interruption, and no alerts or alarms occurred. Symptoms included no clinical effects. Outcomes included no impact on activities of daily living and no medical or surgical intervention. Investigation included a review of device history, a review of labeling and user instructions, and a complaint trend review. Investigation of this case revealed no device malfunction, with evidence consistent with physical damage to the exterior display component. It was concluded that the event was related to physical damage to the device screen with no impact to device performance and no adverse health effects.